Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a unspecified lung damage, asthma attacks and headaches. The patient alleges a fine dust particles are inhaled in the lungs. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a unspecified lung damage, asthma attacks and headaches. The patient alleges a fine dust particles are inhaled in the lungs. The patient did not report to receive medical intervention. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found evidence of contamination of dirt and dust. The device passed all final testing. There was no evidence of sound abatement foam degradation. In this report, section d, g, h has been updated or corrected.